Event description:
It was reported that in 2000 a carboflo prosthesis as a subclavio-femoral bypass was implanted. Three days post-operatively, the pt fell when heading for the bathroom, and a large hematoma developed immediately in the operated area of the upper anastomosis. During the immediate revision, a practically circular tear of the prosthesis 5mm behind the anastomosis at the subclavian artery, which itself was still intact was discovered. The tear was corrected by implanting a short bridging prosthesis.